Event description:
It was reported that the customer experienced an undefined pump malfunction. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 600 mg/dl. Reportedly, the customer experienced diabetic ketoacidosis as a result of the high bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.

Event description:
It was reported that the customer experienced an undefined pump malfunction. As a result, the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 600 mg/dl. Reportedly, the customer experienced diabetic ketoacidosis as a result of the high bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of the report, the customer was still admitted in the hospital with the issue resolved and no permanent damage. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.